Manufacturer narrative:
Manufacturer name - corrected from boston scientific - maple grove to boston scientific - cork. Device lot number, device expiration date, device available for eval., returned to MFR. Device evaluated by MFR., device manufactured date, method codes, result codes, conclusion codes updated device evaluated by MFR.: returned product consisted of the rotalink burr catheter, the advancer. The rotawire was received inside the devices and was able to be removed with no issues. The burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer unit and burr unit were received attached together as a single unit; however, the housing was received detached and portion of the sheath was received detached. The devices were separated and it was found that the sheath was torn/detached under the strain relief. The coil was kinked at the handshake connection. The coil was also stretched/bunched near the handshake connection. The burr was detached and not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that the burr separated from the catheter. The target lesion was located in the peroneal artery. A 1.75mm rotalink¿ burr was selected for use. During procedure when the device was advanced about mid artery with heavy concentric calcium, it was noticed that the burr became completely separated from the catheter. The physician had to pull the entire system out and the burr came out on the wire. The procedure was completed with balloon angioplasty. No patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the burr separated from the catheter. The target lesion was located in the peroneal artery. A 1.75mm rotalink¿ burr was selected for use. During procedure when the device was advanced about mid artery with heavy concentric calcium, it was noticed that the burr became completely separated from the catheter. The physician had to pull the entire system out and the burr came out on the wire. The procedure was completed with balloon angioplasty. No patient complications were reported.